Event description:
Device issue: difficult to retract - foot, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after removing the needle plunger, the foot could not be retracted completely. Additionally, the device was difficult to remove, which required "some manipulation" for removal. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.